Event description:
New information available on (B)(6) 2018 states that, there were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited non-sustained right ventricular oversensing due to noise. The noise also caused a false ventricular fibrillation episode but the patient did not receive inappropriate therapy for it. The patient had a couple of brief pauses due to the oversensing. The impedance was also noted to be fluctuating. Noise was not reproducible in clinic with isometrics. It was also noted that the left ventricular lead exhibited failure to capture. The patient noted that he hadn't been feeling the effects of biventricular pacing since (B)(6) 2017. The patient was not symptomatic. The left ventricular lead was reprogrammed on (B)(6) 2018. The leads were capped and replaced on (B)(6) 2018.